Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not verify or draw any conclusions about the reported polyethylene wear or device loosening. The shelf time of the tibial insert component prior to implantation could be a contributing factor to the reported polyethylene wear. Published literature and the industry have suggested gamma irradiation in air may contribute to oxidation of uhmwpe over time. Based on the performed investigation, the need for corrective action is not indicated. A possibly related mfg change has been implemented since the manufacture of the reported products. The method of sterilization has been changed. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address tibial loosening, poly wear of the insert, and osteolysis.